Manufacturer narrative:
An event regarding fracture of a triathlon patella was reported during the investigation of this event, a size/fit issue was identified for the femoral component. The event was confirmed through medical review. Method and results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: femoral component oversizing in combination with extensor tendon imbalance during primary arthroplasty has contributed to an overload condition in the patellofemoral joint with lateral subluxation of the patellar device ending in disassociation of the patella polyethylene from the metal-backed support device. Patient¿s extreme morbid obesity ((B)(6)) may have increased the overload condition. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that femoral component oversizing in combination with extensor tendon imbalance during primary arthroplasty has contributed to an overload condition in the patellofemoral joint with lateral subluxation of the patellar device ending in disassociation of the patella polyethylene from the metal-backed support device. Patient¿s extreme morbid obesity ((B)(6)) may have increased the overload condition. The exact cause of the event i.e. The reason that the surgeon chose this femoral component could not be determined because insufficient information was provided. Further information such as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time, should additional information become available, this investigation will be reopened. Not returned.

Event description:
As reported: "patient complains of anterior knee pain and clicking." Left knee. Patient factors: osteoarthritis, morbid obesity (bmi is 50). Sales rep has confirmed image of cracked/fractured patella was taken when the knee was opened up and this was reason why was revised. Insert was revised as "he wanted to swap poly." Based on medical review by clinical consultant "femoral component oversizing in combination with extensor tendon imbalance during primary arthroplasty has contributed to an overload condition in the patellofemoral joint".